Manufacturer narrative:
Reagent lot changed. Discrepant patient results and a shift of quality control results were obtained. A definitive root cause for the event has not yet been determined. The customer initially contacted bci on (B)(6) 2011 to report the shift in quality control results for rf. The customer followed up with a subsequent communication on (B)(6) 2011 to report the discrepant patient results for rf.

Event description:
The customer contacted beckman coulter, inc. (Bci) to report discrepant patient sample results and a shift in quality control results for rheumatoid factor (rf) assayed on an immage 800 immunochemistry system. The patient results were reported out of the laboratory. It is unknown if there was an impact to patient treatment due to the discrepant rf results. The customer reported discrepant rf patient results for one sample when switching from rf reagent lot # m101863 to rf reagent lot # m007630. The customer reported that quality control results shifted low and were outside of the laboratory's established range when switching to rf reagent lot # m007630. A definitive root cause has not yet been determined for this event.